Event description:
It was reported that the ventricular lead exhibited t-wave oversensing. The high voltage portion of the lead remains in use and a new pace/sense lead was added. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was further reported that the lead was explanted.